Event description:
This case was reported by a consumer (pt's daughter) and described the occurrence of anemia in a pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive (dental). In 2009, the pt experienced anemia. On an unk date, the pt also experienced dizziness, nausea, vomiting and headache. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive was discontinued. At the time of reporting, the events were unresolved. Super poligrip original denture adhesive cream is mfg in (B)(4) and neither the product or the lot number for this product is available. (B)(4).